Manufacturer narrative:
The lot number for the device were provided, a lot history review was performed. The sample was returned to the manufacturer for evaluation. The investigation was confirmed for the reported balloon rupture, as a circumferential rupture was noted to the balloon. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that the model u415022 pta balloon dilatation catheter allegedly ruptured. This information was received from one source. The malfunction involved patient with no known impact to the patient. The patient was a (B)(6) years old male; however, the weight was unknown.